Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products : 438-05-52 lead implanted: (B)(6) 1996, 430-10 lead implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that during the implant procedure, it was difficult to place/fix the left ventricular lead. About two weeks after the implant procedure, the lead was dislocated and pacing failure was occurring, even at maximum output. Repositioning was attempted however an appropriate location could not be found due to unsuitable configuration of the coronary vein, so the lead was explanted and replaced. The patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.